Manufacturer narrative:
G3/h2): the device evaluation and investigation were completed 17apr2023. H3/h6): the elca device and the detached distal marker band were returned for evaluation. Visual inspection found epoxy damage at the distal tip, and slight chipping to the exposed epoxy at the tip''s edge, with no sharp edges observed. Minimal epoxy was present on the surface of the marker band. A superficial linear groove on the outside of the marker band was noted; however, the marker band appeared to be cylindrical and tapered, per design specifications. The marker band revealed that the small inner diameter (ID) measured oversized and the large ID was undersized, which did not meet drawing requirements. The measurement of the smaller outer diameter (od) of the epoxy at the device''s distal tip determined it was possible the marker band deformed during use of the device in the procedure. However, the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat a slightly calcified soft tissue lesion in the patient's mid right coronary artery (rca). A stent was present in the area, with slight in-stent restenosis (isr) noted. The physician chose a spectranetics elca coronary atherectomy catheter to treat the patient. During the procedure, the distal marker band separated from the device inside the patient. An additional guide wire, along with a teleflex guideliner catheter were advanced, and a balloon was used to successfully retrieve the marker band from the patient. The patient survived the procedure. This event captures the elca in use when the marker band separated, requiring intervention for removal.

Manufacturer narrative:
The evaluation and investigation is ongoing, therefore conclusion not yet available. A supplemental MDR will be submitted upon completion. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.